Manufacturer narrative:
Citation: khan ar. Efficacy and safety of transcatheter aortic valve replacement in intermediate surgical risk patients: a systematic review and meta-analysis. Catheter cardiovasc interv. 2016 nov 15;88(6):934-944. Doi: 10.1002/ccd.26465 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding efficacy and safety of transcatheter aortic valve implantation (tavi). All data were collected from multiple centers starting in 2015. The study population included 2,173 patients, an unspecified number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: cerebrovascular events, myocardial infarction (mi), aortic regurgitation, permanent pacemaker implant, major bleeding, and vascular access complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.